Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
In the night, the pump showed e7 but customer sleeps very deep and did not recognize the vibra and acoustic alert. In the morning he woke up with high blood glucose level and felt very sick and he threw up. He went to the emergency room and was treated with 30 i.u. Actraphane insulin. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.